Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following the hf sensor implant procedure on (B)(6) 2015 signal acquisition issue was observed. Troubleshooting was tried to no avail. However, later on (B)(6) 2015 signal was obtained. The patient underwent right heart catheterization (rhc) to calibrate the sensor due to time elapse since the original rhc was done.